Event description:
On two occasions, nurses received hand/finger punctures (with possible exposure to bloodborne pathogens) after using this device on patients. It is concluded that the cause of the accidents may have been any, none, or all of the following:1. Improper use of device2. Actual failure of device3. Design modifications to the devicewe will revise this report if the cause of the accidents are determined pending the anticipated visit to the hospital by manufacturer on january 6. 1993device not labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: design - human factors, none or unknown, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative, none or unknown. The device was not destroyed/disposed of.